Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The device was noted to be discolored, and the shell was light blue in appearance. White particles were noted on the outer surface of the balloon shell. As the device was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed, and noted the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from two separate openings on the anterior portion of the shell, approximately 2 inches from the center patch. Under microscopic analysis, the first opening was .1 mm in length, and had a sharp edge. The second opening, which was .5 mm in length, had striated edges that were consistent with damage from device removal activities. Brown particles were observed in the valve channel.

Manufacturer narrative:
Medwatch sent to FDA on 06/20/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to balloon "leaked inside the patient - 390ml left in the balloon when explanted".